Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, an incorrect product was received. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 4245 - packaging contains incorrect device . Investigation conclusions: 25 - cause traced to manufacturing. The returned samples were confirmed to have the incorrect box label. This issue had previously been investigated in-house through a nonconformance report and evaluation report. During this investigation, it was found that the 1-piece box labels were correct on the manufacturing work order documentation. These 1-piece box labels are printed on demand, with a new label printed each time the previous label is removed. During the production run of the affected product, the 1-piece box labels were cancelled to print a different 1-piece box label to complete a rework. Once this rework label printing was complete, an associate selected the queued labels within the mrp system, with the intent to continue the scheduled work order. However, the associate inadvertently selected the incorrect queued labels which were for the next run, which was not detected during the process. Although the 1-pice box label was incorrect, these units have product labels directly on them. The product is packed in a 1-piece box, and then these are packed into 4-piece cases, which also have labels. Both the product label and the 4-piece outer carton label were correct. The product and packaging continue to meet specification, will be received and utilized in a proper manner by the customer. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 13, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information) , h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.